Manufacturer narrative:
A slight kink was noticed on the coil of the device near the handle. The clip assembly was not deployed and was located inside the over sheath approximately 2.0 inches from the distal end. Using the sheath grip, the clip assembly was exposed from the over sheath and the clips were open and closed normally.

Event description:
It was reported to boston scientific corporation in 2005 that a hemostatic clipping device was used during a procedure two days prior. ( patient age, gender and weight unknown) according to the complaint, the clip could not be released from the outer catheter. It seemed like the catheter had been ripped from the teflon inner catheter. The case was completed with another hemostatic clipping device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable"